Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. No device available for return.

Event description:
It was reported to nevro that the patient had a pressure sore at the ipg site resulting in skin erosion. The device was removed and the patient is recovering well. There have been no reports of further complications regarding this event. The patient was receiving effective pain relief prior to the device removal and may be re-implanted in the future.